Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) on the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) ended therapy. No leaks or defects were observed in the supplies. Product surveillance spoke with the nurse on (B)(6) 2011. The nurse stated that the hp came in yesterday and told her about the alarm. The nurse did not know how the air entered the lines. The alarm was resolved. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.